Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient´s insurance is claiming for compensation. Patient received knee-tep left side. Doi (B)(6) 2003 (tibia, femur, inlay). Upgrade to artificial patella on (B)(6) 2007. Revision because of unknown implant(s) because of "loosening" at unknown date.

Manufacturer narrative:
This investigation was reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed, as the corrected information will not affect the outcome of the investigation.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. Conclusion and justification status for MDR: examination of the submitted device revealed scratching and piitting caused by a third body or a scratch on the counterface. The reported device loosening was not confirmed. Patient medical records indicate the patient is obese. It is known that obesity can increase loading on the effected extremity increasing the wear and can increase the possibility of earlier failure. It was reported by the patient that she fell over a dog and landed anteriorly and prior to that had been doing relatively good. It is not known to what extent, if any, this fall may have contributed to the patient problem reported. From a medical perspective, based on the information available to be reviewed, it is unlikely that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.